Event description:
The customer reported that her blood glucose measured 336 mg/dl at 10:57 am, 299 mg/dl at 12:04 pm, and 250 mg/dl at 5:02 pm. She stated that she "did not do anything between the times." A manual injection of insulin was given, but she did not remember the time or the dosage. When the device was removed (time not reported), the cannula had a crack on it.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the crack in the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."